Manufacturer narrative:
H3: one device was received for evaluation service history review identified no indication that the complaint was related to a service of the device within the view period. Visual inspection and functional tests were done, the issue could not be confirmed, however, the occlusion detection level of the dso sensor was at the lower limit. The root cause of the issue could be a defective downstream occlusion (dso) sensor or cassette product. The dso sensor was re-calibrated as a preventative measure. The device then passed all tests after functional testing.

Event description:
It was reported that an occlusion alarm was triggered while the device was being primed. There was no patient involvement.